Event description:
On (B)(6) 2020, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient underwent a gastroscopic intervention which confirmed a buried bumper. During the procedure, as the surgeon attempted to free the embedded fixation plate, the patient started to bleed. The surgeon stopped the procedure in order to get the bleeding under control. It was unknown the amount of blood loss during the procedure or the interventions taken to control the bleeding. It is also unknown if the patient received any medications or blood products. The patient remained in the hospital for observation following the procedure, but returned home later that same day.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.